Event description:
It was reported that stent damage occurred. The patient was admitted for heart catheterization and percutaneous intervention on thrombus in the mid right coronary artery. A guidezilla ii, 6f guide extension catheter was engaged to the lesion and a 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, upon insertion into the guide, the stent distal edge was damaged. The device was removed and another 4.00 x 20mm synergy xd drug-eluting stent was inserted which also became damaged. Both the guidezilla and the stent were removed and another stent was advanced to complete the procedure. No patient complications were reported and the patient condition was good and stable. It was further reported that the pushrod inside the guidezilla ii guide extension catheter was sticking upward into the lumen of the guide extension catheter causing the stent damage. Furthermore, the stent delivery system (sds) was damaged and bent from coming in contact with the guidezilla ii guide extension catheter. The procedure was completed with another guidezilla ii guide extension catheter.

Event description:
It was reported that stent damage occurred. The patient was admitted for heart catheterization and percutaneous intervention on thrombus in the mid right coronary artery. A guidezilla ii, 6f guide extension catheter was engaged to the lesion and a 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, upon insertion into the guide, the stent distal edge was damaged. The device was removed and another 4.00 x 20mm synergy xd drug-eluting stent was inserted which also became damaged. Both the guidezilla and the stent were removed and another stent was advanced to complete the procedure. No patient complications were reported and the patient condition was good and stable.